Event description:
Information was received that the device allegedly had a strong vinegar odor. The patient's doctor reported, that the patient had an asthma attack as a result of the odor. It is unknown if medical treatment was sought for the reported asthma attack. The doctor has claimed that the patient's lung capacity has decreased by 50%, since last year. It is unknown how frequently the patient's lung capacity has been measured. It is also unknown how the patient is being treated for asthma or how frequently they suffer asthma attacks. The patient and the patient's doctor have requested that no further attempts to contact them be made. Attempts to have the device returned for evaluation have been unsuccessful. The alleged odor has not been confirmed.

Manufacturer narrative:
Na